Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of the device determined the most likely root cause of the plate fracture was biomechanical overload of the plate.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, bending, cracking or fracture of the orthopaedic screw, intramedullary nail, plate, and screw-plate combination or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures." The following sections could not be completed with the limited information provided. The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that the patient underwent an initial distal femoral fracture fixture procedure on (B)(6) 2015. Subsequently, the patient underwent a revision procedure on (B)(6) 2015 due to the plate breaking during weight bearing and twisting under loading. The plate was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.